Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c3-c7, in which the plate and screws were implanted. On an unknown date, post-op, two inferior screws at c7 backed out. The locking mechanism on the c7 screws broke as well. Hence, on an unknown date, a revision surgery was performed, in which the alleged screws were explanted. No fragment of the alleged screws remained inside the patient. The plate was not explanted. No patient complications were reported as a result of this event.